Event description:
A nurse reported that there was no air in the tubing for air/fluid exchange. After tapping the valve two or three times, the air was functional. There was no pt harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).